Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant procedure, the physician attempted to extend the right ventricular (rv) lead helix and noted high impedance and noise. The lead was never implanted, instead it was removed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.